Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that water leaked near the inflation valve during the pretest.

Event description:
It was reported that water leaked near the inflation valve during the pretest.

Manufacturer narrative:
The reported event was confirmed however the cause was unknown. Based on evaluation, observed inflation valve was crack. How and when event occurred could not be determined. Potential root cause for this complaint could be operator error( press down valving cylinder & valving process). The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "[warnings] 1. Method for use (1) do not inflate the balloon in the urethra. [The urethra may be injured.] (2) do not pull the catheter hard. [The bladder/urethra may be injured.] 2. Applicable patients · patients with delirium who might pull out catheter [when patient tugs at catheter unconsciously, the bladder and urethra may be damaged.] [Directions for use] 1. Method of use the device is intended for single use only and is not reusable. 2. Precautions for use 11) to deflate balloon and remove catheter, insert a luer tip (needleless) syringe in the inflation valve to allow the water drain spontaneously. After balloon deflation, withdraw the catheter while confirming that no resistance is encountered."